Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had failed the oxygen sensor was out of range. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported to have replaced the o2 sensor and the unit passed all testing and operates within the manufacturing specifications.